Event description:
It was reported that the ventilator went into an alarm state with a visual alarm but no audible alarm. It was indicated that the alarm audible was at level 8. Reportedly, the unit was rebooted, and the audible alarms worked again. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
An onsite visit has been conducted pending the evaluation result. Additional information will be submitted once new data is received.

Manufacturer narrative:
H11: there was no onsite evaluation as previously reported. H10: customer has reported that although the device is showing as working, they would require the device be investigated to confirm that there are no issues. Customer was provided with a quotation for bench repair. Multiple attempts were made for repair information, but no information was received.